Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on properly) was confirmed. As received, the monitor experienced multiple resets during power up. The cause of the inability to power on properly is the resets. The cause of the resets is a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the defective sd card. Patient was received a replacement electrode monitor.

Event description:
A (B)(6) distributor returned a monitor indicating that it would not power on properly. The pt was issued a replacement electrode belt.